Event description:
It was reported that during an upgrade procedure the lead was noted to have a bent helix. The lead was then explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and there was apparent explant damage.